Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. The sensor board was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the component failed steps during testing due to contamination.